Manufacturer narrative:
Report type - the previously reported report type erroneously indicated malfunction; the correct report type should be serious injury.

Event description:
New information received notes that on (B)(6) 2017 the patient had received a vibratory, patient notifier alert due to the device reaching elective replacement indicator. The patient was noted to be scared and upset upon learning that the device¿s battery had depleted prematurely.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention has been performed. The patient was in stable condition.

Event description:
New information received notes that on (B)(6) 2017 the implantable cardioverter defibrillator was explanted and replaced successfully. The patient was stable throughout the procedure and was discharged.